Manufacturer narrative:
The date received by manufacturer has been used for this field. Phone# (B)(6) was reported, however, this is not a valid phone#. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using two bd¿ luer slip tip syringe with attached needle 27 g x 1/2 in., sterile, single use, 1 ml, that the needle and syringe separated. The following information was provided by the initial reporter: twice within the last month or six weeks I have had a syringe come apart in the midst of giving myself an injection. This means that I injected myself with an unknown partial amount of the serum that I was supposed to be using each time.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that while using two bd¿ luer slip tip syringe with attached needle 27 g x 1/2 in., sterile, single use, 1 ml, that the needle and syringe separated. The following information was provided by the initial reporter: twice within the last month or six weeks I have had a syringe come apart in the midst of giving myself an injection. This means that I injected myself with an unknown partial amount of the serum that I was supposed to be using each time.